Manufacturer narrative:
UDI: gtin is unavailable as the product made prior to compliance date; (B)(4). Device manufacture date: the device manufacture date is currently unavailable. (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported form china that pre-surgery it was observed that the drill of the motor device could not attach. It was also noted that there was smoke when the device worked. It was reported that there was no delay in a planned surgical procedure. It was not reported if a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
UDI: gtin is unavailable as the product made prior to compliance date; (B)(4). Mfg date: the previous report stated the date of manufacture (dom) was unknown. The dom has been updated to reflect the date (jul 16, 2015) the device was manufactured. The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and found that the device had damaged locking components and the coupling was defective and hot. It was also noted that the device failed pre-repair diagnostic tests for cutter lock assessment, safety assessment, and temperature assessment. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper handling, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.